Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review the lot numbers were not provided, so the dhrs were unable to be reviewed. Device use these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a cage holder and anchor impactor jammed together intra-operatively. There was a delay of over 30 minutes to detach them, but there were no patient impacts reported. This is report one of two for this event.

Event description:
It was reported a cage holder and anchor impactor jammed together intra-operatively. There was a delay of over 30 minutes to detach them, but there were no patient impacts reported. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00157.